Manufacturer narrative:
Batch review performed on 23-aug-2023. Lot 2203059: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 23-aug-2023: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2205341: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.